Event description:
A hospital in (B)(6) reported that on three different occasions an optiflow junior nasal cannula became disconnected from an rt330 infant optiflow circuit. In the first incident an infant wrapped in a blanket desaturated to 70% oxygen and the circuit was wrapped up in a blanket when the disconnection occurred. In the second incident, an infant was moved from a bed to a chair and the cannula disconnected, causing the patient to desaturate. For the third incident, no specific details were given but it was reported that the circuit disconnected and the patient desaturated. In all three incidents, the disconnections occurred during nurse handling of the patients. In each case, the infants stabilised, once the connection was re-established and there was no further patient consequence.

Manufacturer narrative:
(B)(4). The rt330 optiflow tubing kit is intended to deliver humidified respiratory gases to infant patients. It is designed for use with low/high flow oxygen therapy with nasal cannula and therefore, does not need an expiratory limb. The circuit is designed to deliver significant reduction in condensate. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patient. It features adhesive pads to maintain cannula stability on the cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The complaint devices were not returned to fisher & paykel healthcare (fph) for evaluation as the hospital continued to use them following the reported incidents. Following this incident, fph personnel visited the hospital and gave further education on the use of the rt330 system. The connection between the rt330 and the cannula is designed to come apart to protect the patient, but does not disconnect easily. The optiflow junior cannula user instructions contain the following statement: check during operation: under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use. The hospital is now aware of the need to use care when removing patients from beds for handling by nurses or parents. The rt330 user instructions contain the following statement: do not cover the circuit with material such as blankets, towels or bed linens. Patient monitoring is recommended. The user instructions supplied with the rt330 optiflow tubing kit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; following this incident, the hospital has not reported any further issues with the rt330 and continues to use the rt330 system. Our australian fph sales representatives are working with the hospital to address any awareness or education with regard to the handling of the babies when connected to the rt330 and optiflow junior cannula. Fisher & paykel healthcare maintains a close supervision of this product and it's behaviour in the field in order to gain information. We are continuously working to improve the rt330 based on customer feedback. Please note that this is the only complaint of any kind that we have received for the rt330.